Event description:
It was reported that tis right ventricular (rv) lead exhibited high threshold measurements. The boston scientific technical services (ts) explained that the rise in threshold may recover. The rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).